Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath was selected. When air was tried to be removed to insert the faraview, a significant amount of air was observed on the syringe, so the device was replaced with another of the same device to complete the procedure. No adverse event is reported. The device will not return as was discarded.